Manufacturer narrative:
As received, a complete lead was returned for evaluation with its helix retracted and clean. The helix was able to extend/retract by applying direct torque to the connector pin despite the damage found at the connector region. The helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts, visual inspection of the lead did not reveal any anomalies except for damages consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
\During initial implant procedure, high capture threshold was noted on the right ventricular (rv) lead during positioning. The physician attempted to reposition the rv lead but the helix was unable to extend. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.